Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified and a different issue was identified.